Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was approximately 470 mg/dl. Customer went to the emergency room for diabetic ketoacidosis. Anti-nausea medication was administered and intravenous fluids (type not reported) was administered. Customer left the ER feeling better and bg was 100-200s mg/dl. As the event occurred in the past, tandem technical support was unable to determine a possible cause of the event.